Manufacturer narrative:
S/w ver 4.11d. Retainer = missing. Customer returned insulin pump for alleged blank display, stuck button alarm, and unresponsive keypad reported on (B)(6) 2020.the pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The pump passed the self test, sleep current measurement, keypad voltage test, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. All buttons operated properly during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored and no blank display, unexpected power/battery alerts, or stuck button alarm noted during testing. A review of the downloaded history files show there is no stuck button alarm and one (1) low battery alert on (B)(6) 2021 at 13:39. The pump was cut open for visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly. The keypad connector on j1/pcba 1 was locked properly and the battery tube power connector is properly connected to j7/pcb 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, end cap address label faded, and cracked select button keypad overlay.blank display, stuck button alarm, and unresponsive keypad are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were getting stuck and insulin pump was blank. Customer was trying to start a bolus and it did not work. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.